Manufacturer narrative:
An event of the valve "not working anymore" and a valve-in-valve was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the physician stated "it's not working anymore," and reported that the valve was not functioning well enough to leave. On (B)(6) 2019, a tavr was performed and a competitor's medtronic valve was implanted as part of a valve in valve.